Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 5.1, lab: 3.1. Patient's therapeutic range: 2.5-3.5 inr. Patient has been getting lab draws done and doctor had been adjusting her coumadin based on lab results. She tests twice a week.

Manufacturer narrative:
Investigation pending.